Manufacturer narrative:
Date of event was approximated on (B)(6) 2009, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implanting surgeon is dr. (B)(6). (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a lynx system was implanted during a sling bladder neck suspension procedure to treat a patient with female stress urinary incontinence performed on (B)(6) 2009. There were no complications during the implant procedure and the patient was transferred to the recovery room in a satisfactory condition. As reported by the patient's attorney, the patient experienced an unspecified injury.